Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlie the device could not be returned for evaluation. The imaging provided shows the ø4.5x22mm quartex polyaxial screw at the bottom of the construct (t1) had fractured at the neck of the screw. Additional information provided that the patient had an existing construct from c3-c7, backing up a cervical plate. The patient suffered a fall, causing the c7 vertebra to collapse. The surgeon brought the patient back in to extend the construct to t1. During the procedure to extend the construct the screws were placed in a neutral position, meaning there was no extreme head angulation. There was also no use of reduction in the procedure. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a quartex 4.5mm polyaxial screw has broken post operatively.